Manufacturer narrative:
Lead: model 3093-28, lot #v272019, implanted: 2009 (b)(5), explanted: unk. Programmer: model 3037, serial #(B)(4).

Event description:
It was reported that the patient experienced an increase in urinary frequency and incontinence for the past 2.2 weeks following a trip and fall. The patient was able to change programs on the implantable neurostimulator. Additional information has been requested, a follow-up report will be sent if additional information becomes available.